Event description:
This pt underwent intraperitoneal insertion of xenmatrix product (B)(4) for component separation repair of a ventral incisional hernia on (B)(6), 2010. She was required three subsequent trips to the operating room for wound management - prolonged drainage, wound infection, sinus tract formation: (B)(6) 2010 and (B)(6) 2011. This product has been recalled because it is suspected to not meet FDA guidelines for endotoxin. When physician notified, he provided the above information.